Event description:
The hcp reported that the day after a refill of his pump, the pt experienced lower extremity swelling and "pinprick tingling." In 2005, the pump was filled with droperidol 50 mcg/ml; clonidine 500 mcg/ml; baclofen 600 mcg/ml; bupivicaine 5 mg/ml; fentanyl 5000 mcg/ml and prialt 36 mcg/20ml. Eight days later, the pt presented to the emergency room with symptoms ranging from somnolence to "wild thrashing and great distress." The pump was stopped that evening at 11 pm. Two days later the pump was refilled with the drug combination minus the prialt. It was noted at that time that the pt was no longer thrashing and did not have tingling. The pt was able to sit up in a chair, but was having short term memory problems. The pt was taking ativan, as well. The pt was discharged 2 days later and since then is reported to be making "steady improvement."